Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the valve thrombosis and subsequent valve explant could not be determined. Investigation results suggest/indicate in addition to the mechanisms listed above, patient factors not provided may have contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Please reference related manufacturer report no: 2015691-2020-14009.

Event description:
As reported by our affiliate in (B)(6), as previously reported, during a valve in valve procedure, a 26mm sapien 3 valve was implanted in a failing non-edwards aortic valve. Due to the low deployment position of the 26mm sapien 3 valve, a 29mm sapien 3 valve was deployed in the initial sapien 3 valve. Approximately, two months post-implant, all of the valves were explanted due to thrombosis of the prosthesis. It was reported that the surgeon had to remove 'a lot of thrombus from the more internal sapien 3 prosthesis'. A surgical valve was implanted. The patient was on treatment with asa 80 mg.